Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer¿s complaint was confirmed. Visual inspection of the device noted the endoscope has been received with m21/s20 connections. The technical evaluation found one of the charged cabled device (ccd) sensors was defective which generated a blurry image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to wear and tear damage caused with increasing usage over time. The event can be detected by following the instructions for use (IFU) section: -inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been requested but has not been received at this time. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex 3d deflectable videoscope 3d imaging malfunctioned during an unspecified procedure. There was no report of patient or user harm associated with the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, the 3d image was not displayed. This report is being submitted for the malfunction found during the device evaluation.